Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ sterile luer slip syringe had foreign matter inside the syringe. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd plastipak¿ sterile luer slip syringe had foreign matter inside the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: quantity of customer samples: 1 used sample of 1ml without blister and 3 pictures it has been received 1 used sample of 1ml without blister and 3 pictures for investigation. Upon visual inspection of the sample and pictures received, it can be observed a particle floating inside the syringe. DHR of lot 1607001p has been reviewed not finding any annotation or deviation related to the alleged defect. Upon inspection at 10x it can be observed this particle is polypropylene. This particle come from molding and transport processes of syringes. Equipment of manufacturing line is regularly cleaned according to procedure jg-039: - once per shift or during any long stop of the manufacturing line. -always any kind of contamination or potential contamination is detected in areas in contact with the product. - during mechanical maintenance of the line. - also critical points: during programmed stops of molding machines. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection -molding: 2 injections per shift -printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. -assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. -primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. -secondary packaging: 1 shelf-package per pallet 2.functional inspection -printing: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. -assembly: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. -primary packaging: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Investigation conclusion: upon inspection at 10x it can be observed this particle is polypropylene. This particle come from molding and transport processes of syringes.